Event description:
A "replace sensor" again error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced feeling " dizzy" and a loss of consciousness requiring unspecified medication provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 4. Observed no failure modes upon visual inspection of the plug assembly. Sim vivo testing was performed and all results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.